Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail that the infusion set malfunctioned. Customer's blood glucose was unknown. The customer did not provide any information in regards to the event.